Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr. Device. After the knot was formed, the operator was moving the knot down while pulling the sheath out. The knot tightened before the tip was completely out of the tract, and a portion of the tip was cut off by the suture. It was noted that hemostasis had not been achieved, so manual compression was applied. Both an ultra sound and flurographic check to ascertain the tip location were performed. The tip was located about 1 cm above the artery in the subcutaneous tract and removed with a hemostat. The pt recovered without further incident.